Event description:
Bed has no power.

Manufacturer narrative:
Technician replaced pcm board to resolve. Bed works fine. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.